Event description:
It was reported that a loss of therapeutic effect occurred after the use of the chatterbox voice system. Electromagnetic interference was suspected. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information from the hcp reported that the patient started using a voice amplifying device and experienced increased falls. The voice amplifying device was returned and the issue of falling resolved.

Manufacturer narrative:
(B)(4).